Event description:
Subsequent to the initial medwatch report, additional information was received stating that the xience prime 3.5x18 mm stent was implanted in the left anterior descending (lad) and then another xience prime 4.0x18 mm stent in the left main (lm) artery. The no-flow event occurred after the lm stenting. No additional information was provided.

Event description:
It was reported that during a proximal left anterior descending to left main coronary artery stenting procedure, a non-serious, no-flow event occurred. Noradrenaline and nitroprussiate were administered, resolving the event. On (B)(6) 2013 cardiac enzymes were noted to be elevated greater than 5 times the normal upper limit and the event was diagnosed as a myocardial infarction. On (B)(6) 2013, enzymes normalized and the patient was discharged. Reportedly, hospitalization was not prolonged. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Date of birth initially reported as 1949. Concomitant products: accessory corrected: removed xience prime 4.0x18mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of myocardial infarction and occlusion are known observed and potential patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.